Manufacturer narrative:
(B)(4). Additional information: based on the photographic evidence provided of the subject er320 device, a cause for the complication cannot be determined. The most likely cause would be user influence due to placing the clip on a large or dense structure. The er320 device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the instrument was cycled and it fed and formed seven scissored clips, two clips with gap and four conforming clips. The lockout mechanism was found non-functional. The device was disassembled in order to evaluate the condition of the internal components and the floor was found to be damaged; this condition led to the malformation of the clips. In addition, the lockout posts were found to be broken, which suggest that a lockout premature occurred. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as what may have caused the found damages. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was not forming clips properly. Case completed with another device of the same product code. There were no patient consequences reported.